Event description:
A clinical incident involving a suture cartridge was reported to arthrocare corporation. It was reported that during a rotator cuff repair, the plastic tip of the suture cartridge broke off in the patient's shoulder. The surgeon searched for the tip but could not locate it. The surgery was completed without further complications and the patient is reportedly doing fine postoperatively.

Manufacturer narrative:
Date of event was not given. The device was not returned for evaluation. (B) (4). (B) (4).